Manufacturer narrative:
Product was not available for evaluation. Customer was using sterrad 50 for sterilization of phaco handpieces, but these handpieces were only validated for steam sterilization. Discussed dfus with customer.

Event description:
Reporter noted patient had cataract (phaco) surgery in 2006; decreased vision four days later. Hospitalized two days later, with endophthalmitis od. Vitreous culture: positive growth for coag negative staph. Pars plana vitrectomy and intravitreal antibiotics od. Prognosis reported as good.